Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. At the time of the report, e2 (battery depleted) error was found in the device history on (B)(6) 2017, however, the patient stated the infusion device did not display this error or beep or vibrate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.